Event description:
Following a bilateral enhancement procedure on a different laser platform, this patient experienced a decrease in bcva. This report is for the right eye, the left eye is being submitted under manufacturer number 3003288808-2008-00020. At 14 days post-op this patient exhibited a 1 line decrease in bcva in the right eye. Additional information was requested from the surgeon, however, the surgeon declined to provide any additional post-op information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 12/23/2008.